Event description:
The complainant alleged that during a training session performed by a zoll sales rep, the device displayed fault codes 72,80,102 and 109 messages. The complainant indicated that there was no pt involvement in the reported malfunction.